Manufacturer narrative:
Date of event: this event occurred during the unspecified date and month of year 2022. Initial reporter name and address: additional phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set had air in the tube extension. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on may 2021. H10: the actual device was not available; however, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retention samples were gravity and leak tested with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.